Event description:
Allegedly the end user fell while using the walker and broke the folding mechanism. End user reported knee pain and stiffness from the fall, however, there was no medical intervention sought.